Event description:
Caller reported nano system blood glucose results, all mg/dl: hi, which on the system indicates a result in excess of 600 mg/dl 9:14 p.m. 99 9:16 p.m. 349 9:18 p.m. 108 9:23 p.m. 103 9:37 p.m. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.